Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a protective cap from an unspecified line. The cap was entirely missing, not inside the pouch. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. A visual inspection with the naked eye was performed which observed the large blue pull ring cap (patient line cap) was missing. The reported condition was verified. The direct cause of the condition could not be determined; however, possibly occurred during handling/packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.